Event description:
It was reported the customer was experiencing high blood glucose between 400 mg/dl and 500 mg/dl. Customer stated they would treat their blood glucose with a manual injection. The customer did not have any symptoms of high blood glucose. The customer's blood glucose was 140 mg/dl at the time of the call. It was also found the customer was hospitalized for high blood glucose on (B)(6) 2014. Blood glucose at the time of admission was 313 mg/dl. Customer stated they were not feeling well prior to being hospitalized. The cause of the customer's hospitalization was from diabetic ketoacidosis. Customer was admitted into the intensive care unit and placed on an insulin drip. Troubleshooting found the customer's insulin pump was functional and the customer did not have a bent cannula. Troubleshooting could not be completed as the customer did not have a tubing clamp. The customer will be calling back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.